Event description:
The manufacturer was contacted with information that the patient had passed away. The patient's son contacted the manufacturer about a check he received that is in his father's name, seeking to change the name on the check. That is how the manufacturer was informed of the patient's death. Per the pms clinical expert, based on available information the reported death is assessed as not related to the device in this case. Additional information has been requested to verify if an event related to device usage may have caused or contributed to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.